Event description:
Damaged 14 gauge needle for stereotactic core breast biopsy. Stereotactic breast biopsy was performed with a 14 g needle and gun. After 4 to 5 passes the needle could no longer be easily manipulated. Requested new needle. Careful examination of the biopsy cannula revealed a damaged irregular appearance of the tip. Post-procedure images demonstrated two small metallic fragments in the region of the biopsies. It is felt that tiny fragments of the needle were sheared off within the breast.